Event description:
Customer reported patient sample containing anti-e and jka did not react with vss117. Additional testing performed by customer in tube with peg and liss did not react as well. No death or serious injury was associated with this incident.